Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The proximal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. It was noted that the lead pulled back into the coronary sinus from the cardiac vein. The physician thought the dislodgement was due to the ¿s¿ shape of the lead and the inability to advance the lead further into the vein at initial implant. The lead was explanted and replaced with a straight lead. No patient complications have been reported as a result of this event.